Manufacturer narrative:
Device was returned for evaluation. It was broken at the solder joint and magnification appears to show the solder flow to be uneven. Device was forwarded for further analysis.

Event description:
During surgery the aimer broke at the weld into the pt's knee. The surgeon got the grasper and had to cut a bigger incision into the knee to remove the aimer. It was confirmed the device was new and a back up device was used to complete the procedure.